Manufacturer narrative:
(B)(4). The customer reported a monitor speaker malfunction. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a monitor speaker malfunction. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. No patient harm was reported.